Manufacturer narrative:
H6 codes updated to reflect new information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they received botox after the data lost message after (B)(6) 2021. The cause of the data lost message was determined to be battery reaching end of service. It was replaced on (B)(6) 2021 and the issue was confirmed resolved. MDR decision updated to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.

Manufacturer narrative:
Date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported by the family member/friend of the patient that the patient received the "data lost message" when they tried to connect to their implant about 3-4 weeks ago (month confirmed). The caller said that they called the health care professional (hcp)  office and they were directed to call patient services. The caller said that the patient also received botox therapy to manage their urinary symptoms (not alleged to be related to the device/therapy,) and noted that they'd received an injection a short while ago. The circumstances that led to the reported issue were unknown. There were no patient symptoms reported and the patient was redirected to their healthcare provider to further address the issue.